Event description:
It was reported that during an unspecified procedure, deflation issues occurred. A charger pta balloon dilation catheter were used for dilation of the lesion. It was suspected that there is a possibility that air was getting in to the balloon. It was observed that the balloon deflated slowly. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).